Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that was oversensed resulting in pacing inhibition and greater than two seconds of asystole. Attempts to replace the lead were unsuccessful. As a result, this lead remains implanted as the shocking coil only. No additional adverse patient effects were reported.